Event description:
The manufacturer received information alleging an oxygen cylinder became disconnected from the ultrafill device. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer has completed the investigation of an oxygen cylinder becoming disconnected from the ultrafill device. There was no report of patient harm or injury. The ultrafill device was returned to the manufacturer for evaluation. The ultrafill device was found to operate to design specifications. The returned cylinders were tested and found that a condition existed allowing the cylinder to exhaust the gas. The manufacturer confirms the burst disk may have been compromised causing the cylinder to become disconnected from the ultrafill device.